Event description:
Info was received from a medical device provider that a long term mechanically ventilated pt became disconnected from the device while being rolled over, and the device was not reported to have alarmed. The pt was reported to have required resuscitation. The circuit was reported to have beome disconnected from the pt's tracheostomy tube and embedded itself in the pt's neck tissue. The low pressure alarm was reported to have been set at 10 cm h2o. The back pressure provided by the occlusion of the circuit by the pt's skin did not allow the low pressure alarm limit to be recognized and no alarm sounded. The pt was also reported to be utilizing a heat moisture exchange device for humidification. The pt was reported to have a peak airway pressure of 26 cm h2o. It was communicated to the facility using the device that per device labeling, a warning exists that the use of heat moisture exchangers for humidification in the presence of secretions may prevent the low pressure alarm for sounding if the circuit becomes disconnected. Proper setting of the device's low inspiratory pressure alarm per device labeling was also reviewed. Respironics labeling recommends that the low pressure alarm be set 5 - 10 cm h2o below the peak pressure. This is illustrated in the warnings and cautions of the device labeling. The device was tested by the facility and was found to function to spec. The device was evaluated by the MFR and was found to function to spec. The pt was reported to have recovered and has suffered no adverse health consequences.